Event description:
Bonanno catheter has been implanted for a few days. Pt complained and md flushed out the catheter and noticed leakage. The hold down sutures were removed and the md noticed the broken catheter. The broken catheter was removed surgically.